Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries leaked in the remote monitor. New battiers were tried but did not work due to the leak. The monitor was replaced. No patient complications have been reported as a result of this event.